Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. Failure analysis found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. The electrical continuity test was performed and failed. No damage to the conductor wire at the distal end was observed. The housing was removed, and the instrument was disassembled. The instrument was found to have a broken conductor wire at the proximal end within the main tube when it was pulled slightly. No thermal damage or damaged conductor wire insulation were observed. The root cause of this failure is attributed to manufacturing. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (part number: 471205-17, lot number: k11211101-0257) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument was used for 9 minutes. The instrument had 5 uses remaining out of 14 maximum tool uses. No image or procedure video was provided for review. This complaint has changed to a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, fenestrated bipolar forceps instrument would not cauterize. The customer switched the instrument cord with no success. The customer used a backup instrument to resolve the reported issue. The procedure was completed with no reported patient injury.